Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 was not reported outside the laboratory. The sample was repeated three times on the same access 2 immunoassay system and recovered with lower results, within the customer's normal reference range. The sample was also reanalyzed on the customer's second access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system(serial number ((B)(4)) and recovered with lower results, within the customer's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration, system check and precision run) were within assay/instrument specifications. The exact collection device for this patient sample was not provided. The customer stated accutni+3 samples are collected in lithium heparin plasma tubes. Gel barrier tubes are centrifuged at 3000 rpm (revolutions per minute) for ten (10) minutes. Non-gel barrier tubes are centrifuged at 8000 rpm (revolutions per minute) for three (3) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer performed hardware verification by performing a system check and 15 replicate precision run. All tests passed verification specifications. No hardware or system issues were identified as contributing to this event. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.